Event description:
It was reported that the patent had generator replacement surgery on (B)(6) 2013. The explanted generator was received by the manufacturer on (B)(6) 2013. However, product analysis has not been completed to date. Attempts for additional information have been unsuccessful to date.

Event description:
Analysis of the generator confirmed the output pulse disabled condition. The reported asic latch-up condition allegation was duplicated in the laboratory. Based on the vns programming history database and the as received condition of the generator suggest that exposure to an electro-cautery tool (as burn marks were observed on the generator) which may have been a contributing factor. The device performed according to functional specifications after output was re-enabled. A non-operating crystal oscillator was also observed most likely related to high energy exposure. In the lab, the generator would not interrogate. The generator was opened. With the pulse generator case removed and the battery still attached to the pcb, the battery measured 2.591 volts, indicating an neos condition. The generator could not be interrogated with either the handheld or (B)(4) software. When the crystal was checked for oscillation, with the oscilloscope probe, communication with the generator was possible. The post burn-in electrical test results showed that the pulse generator module performed according to functional specifications. The calculated (from ram and flash data) vbat voltage did not reflect the bench-measured vbat voltage of the pulse generator (post open can). Analysis of the generator showed that monitor was being loaded down. A cause for the electrical loading could not be determined, but it may be related to the electro-cautery exposure.

Manufacturer narrative:
Review of the manufacturing records performed. Review of the generator manufacturing records confirmed all quality tests were passed prior to distribution.

Manufacturer narrative:
End of service message seen upon interrogation of the pulse generator.

Event description:
During this review of the vns programming history database for this vns generator on (B)(4) 2013, it was identified that the device was in a pulse disabled state due to "vbat<eos threshold" due to an unknown reason as noted on the initial interrogation on (B)(6) 2011. The use of electrocautery with demipulse generators can temporarily drain the pulse generator battery and shorten the battery life resulting in the vbat<eos warning message and the pulse disablement of the generator (asic latch-up). The first interrogation on the follow up visit after generator implant resulted in the vbat < eos condition providing evidence that electrocautery may have been used during implant surgery. This is addressed in labeling that electrocautery during surgery can cause the pulse generator to become disabled. Clinic notes dated (B)(6) 2012 were received for the patient¿s generator replacement which indicated that ifi=yes, indicating the need for intensified follow-up due to declining battery life. Per the referral request, the battery status showed near end of service and the physician reported the device was disabled (follow-up with the physician¿s office revealed that the device was not programmed off). The patient denied any problematic side effects with the vagal nerve stimulator. The patient had remained stable. The physician and caregiver were in favor of continuing vns therapy because it was helpful for the patient. Later, in notes dated (B)(6) 2013, the device was reported to be at the end of its battery life. Attempts for additional information from the implanting surgeon regarding electrocautery use during surgery have been unsuccessful to date. Although generator replacement is likely, it has not occurred to date.

Event description:
The return product form indicated the reason for generator replacment as battery depletion with eri=yes.

Event description:
The implant card confirmed that the patient had generator replacement surgery on (B)(6) 2013 for battery depletion with near end of service condition.